Event description:
It was reported that a patient was admitted to re-treat the right a1 aca (anterior cerebral artery) aneurysm which initially treated by coil embolization in 2012 and recanalized due to coil compaction. During this re-intervention, the stent (subject device) was deployed across the right a1 aca to the m1 mca (middle cerebral artery). No hemorrhagic, thrombotic, or embolic complication was seen in multiple right internal carotid artery (ica) cerebral angiograms. Final postembolization right ica cerebral angiogram showed one of the struts of the stent may have prolapsed into the right posterior communicating artery while a portion of the stent along the superior wall of the right ica may be minimally displaced away from the wall. However, no hemorrhagic, thrombotic, or embolic complication was seen.

Event description:
It was reported that a patient was admitted to re-treat the right a1 aca (anterior cerebral artery) aneurysm which initially treated by coil embolization in 2012 and recanalized due to coil compaction. During this re-intervention, the stent (subject device) was deployed across the right a1 aca to the m1 mca (middle cerebral artery). No hemorrhagic, thrombotic, or embolic complication was seen in multiple right internal carotid artery (ica) cerebral angiograms. Final postembolization right ica cerebral angiogram showed one of the struts of the stent may have prolapsed into the right posterior communicating artery while a portion of the stent along the superior wall of the right ica may be minimally displaced away from the wall. However, no hemorrhagic, thrombotic, or embolic complication was seen.

Manufacturer narrative:
The subject device remains implanted.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. The reported issue is associated with a product that met all specifications and was used in accordance to the directions for use, but device performance was limited due to procedural factors/operational context during use.